Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and to fix the issue the fse replaced the solenoid driver board to correct the voltage issues. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cs300 intra-aortic balloon pump (iabp) had a solenoid driver board voltage that was out of range. There was no patient involvement, and no adverse event reported.